Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon us transducer indicating the transducer is not working as normal. Intermittently will not produce sound. The device was in use on patient at time of event, there was no adverse event reported.